Event description:
Patient was an outpatient having an interventional procedure. The patient was placed on the hemodynamic heart monitor during the case. The monitor showed what appeared to be an irregular rhythm which was thought to be atrial fibrillation. This is an abnormal rhythm that needs to be evaluated. In reviewing the pre workup EKG, the patient was not in an irregular rhythm or atrial fibrillation. Patient's primary care physician was notified to follow up with patient. At the time of discovery the problem was the monitoring system the primary care physician was recalled to explain.